Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing anastomosis on a laparoscopic colorectal procedure, the handles were fully squeezed and donuts were complete. The anvil was also tilted after firing but bubbles were noted on leak test of anastomosis leading to oversewing the anastomosis. The procedure was converted to open due to the device problem and in need of diverting ileostomy. The surgeon had to oversew the anastomosis post leak discovery and prior diverting.